Event description:
It was reported that during a procedure the tightening set screw on the body of the stem implant broke off. A different stem was used to complete the procedure. There were no health consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Cat #: 11-300915 - arcos 15x190mm spl tpr dist/ lot #: 822180. Cat #:31-301341 - arcos con sz a std 80mm trl/ lot #: 68380.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h4; h6 visual examination of the returned product identified the tip of the hex driver had fractured. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.